Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r323.

Manufacturer narrative:
A review of the image result files for the antibody screening assay showed that cell 2, which is e positive, showed slight red cell adherence. Cells 1 and 3 visually appeared negative as reported by the instrument. The unexpected reactivity appears to be related to the difference in sensitivity of the instruments. No manual tube testing was performed.